Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed additional review of the video provided by the site. The video shows a hysterectomy procedure using the harmonic ace curved shears instrument. Throughout the procedure, visualization was not clear and there were smudges/smoke/fog impeding the endoscopic view. There were multiple collisions of the harmonic ace instrument blade with a cadiere forceps instrument. In one instance, the harmonic ace curved shears instrument was activated while the blade was inserted through the fenestration of the cadiere forceps instrument and the harmonic ace curved shears instrument was grasping on the cadiere forceps grip. Subsequently, there is visual evidence of a potential crack on the harmonic ace blade. At one point during the video, the blade of the harmonic ace broke. The instrument fragment was observed to be separated from the instrument and was then no longer seen in view. The harmonic ace curved shears instrument continued to be activated by the surgeon for approximately 2 minutes after the blade broke. After an approximate 5 minute delay, a new harmonic ace curved shears instrument was inserted and used to complete the procedure. This harmonic ace curved shears instrument was repeatedly activated on the colpotomy ring while creating the vaginal incision. The uterus was removed and the procedure was completed. It is unknown if the broken blade was removed with the uterus, if it was incorporated in the colpotomy closure, or if it was retained within the pelvic cavity. The video did not show identification or removal of the broken blade fragment. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the harmonic ace curved shears insert allegedly broke off, fell inside the patient, and was not found or retrieved. At this time, the location of the missing instrument accessory fragment is still unknown. There is no indication, however, that a malfunction of the harmonic ace curved shears instrument or insert occurred. Failure analysis of the instrument determined that the likely cause of the instrument damage was due to mishandling/misuse. In addition, a review of the video provided by the site shows evidence of misuse of the harmonic ace curved shears instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a video from the site of the surgical procedure involved with this complaint. An analysis of the video revealed that at one point while the surgeon was utilizing the harmonic ace curved shears instrument, one of the blades of the instrument insert appears to break off. Isi has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of a broken instrument tip. The harmonic ace curved shears insert was found to have a broken blade at the distal end. Approximately 0.380 was found to be broken off and was not returned. The known common cause of this failure is due to mishandling/misuse. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the harmonic ace curved shears insert allegedly broke off, fell inside the patient, and was not found or retrieved. At this time, the location of the missing instrument accessory fragment is still unknown. There is no indication, however, that a malfunction of the harmonic ace curved shears instrument or insert occurred. Failure analysis of the instrument determined that the likely cause of the instrument damage was due to mishandling/misuse.

Manufacturer narrative:
The instrument accessory has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure based upon a review of the available system logs. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the harmonic ace curved shears insert allegedly broke off, fell inside the patient, and was not found or retrieved. However, at this time, the root cause of the customer reported failure mode is unknown. In addition, the location of the missing instrument accessory fragment is unknown.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the tip of the harmonic ace curved shears insert broke while installed on a harmonic ace curved shears instrument. According to the initial reporter, the surgeon was unable to retrieve the tip. On 09/05/2017, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained the following additional information regarding the reported event: the harmonic ace curved shears instrument was used for about one hour and nine minutes before a piece from the harmonic ace curved shears insert broke off and fell inside the patient. The fragment(s) were not retrieved and the procedure was converted to laparoscopic surgery. A c-arm was brought in during the surgical procedure to search for the missing fragment(s). No further clinical information was provided.